Event description:
During flight, screen started sputtering and unit would not shut off. Upon returning to the base, a new battery was put in and the unit worked fine. The next morning during pre-flight, the unit was plugged into a r2 tester and would only charge to 4j and screen started sputtering and shut itself down. There was no adverse patient outcome.